Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and had a low blood glucose event and went unconscious. Customer was on a cruise and was treated for low blood glucose in the hospital on the ship on (B)(6) 2018. The customer blood glucose was 29 mg/dl at the time of incident and was treated with fluids and glucagon shot. Customer stated that the insulin pump had a button error alarm and the numbers kept on scrolling during bolus programming. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. Customer also reported that the blood glucose reading was at 450 mg/dl at the time they received the alarm and even after it was treated with manual injection, customer's blood glucose went over 500 mg/dl. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.